Event description:
It was reported that, the console has low energy (energy low - pulse energy is over 50% lower than requested.). There was no patient involved.

Manufacturer narrative:
The console was checked and powered on for verification. During this evaluation, the unit displayed an energy low message after running for a short period, confirming the reported allegation. A suspected spare component needs to be analyzed further to complete the diagnostic. Based on the information available, there is insufficient evidence to determine the cause that contributed to the reported event.

Event description:
It was reported that, the console has low energy (energy low - pulse energy is over 50% lower than requested.). There was no patient involved.